Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in both eyes (ou) at a 4 day post-operative exam. The patient¿s comment were of the necessity of using sunglasses indoors due to very light sensitive in order to feel comfortable. The patient complained of headaches as a result of the symptoms. Pred forte (pf)/gati, (topical steroids) was increased to gradually taper the topical steroid drops. Uncorrected visual acuity (ucva) right eye (od) 20/40, pin hole (ph) 20/25 left eye (os) 20/25, ou 20/20. Bcva from (B)(6) 2017: right eye post-op 20/25 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.